Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer stated upon removing the needle from injection site the needle stayed in her stomach. Consumer had several x-rays done, but ended up having a CT scan to find the needle. Needle was surgically removed.